Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned to the factory for evaluation. Signs of clinical use, no evidence of blood was observed. The endoscope was observed to be intact with no visual defects were observed. Based on the return condition of the device and result of the evaluation, the reported complaint was not confirmed for "break."

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, bom 7mm extended length endoscope appeared to break and fill with fluid, leg had to be opened to finish the procedure as they did not have a backup scope available. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, bom 7mm extended length endoscope appeared to break and fill with fluid, leg had to be opened to finish the procedure as they did not have a backup scope available. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use, no evidence of blood was observed. The endoscope was observed to be intact with no visual defects were observed. An image quality inspection was performed with an endoscopic video imaging system. A clear image was unable to be obtained and the image remained out of focus. There were no breaks or fluid observed through the imaging. Based on the return condition of the device and result of the evaluation, the reported complaint was not confirmed for "break", but confirmed for as analyzed failure mode, "poor quality image."

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, bom 7mm extended length endoscope appeared to break and fill with fluid, leg had to be opened to finish the procedure as they did not have a backup scope available. The hospital did not report any patient effects.